Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: gaia 1st, guide catheter: profit 6fr jl3.5, (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal left circumflex artery with mild tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed. A 3.0x23 mm xience alpine stent delivery system (sds) was advanced to the target lesion and dilated at 18 atmospheres for 30 seconds once to implant the stent. Post stent implant, resistance was met with the non-abbott guide wire during removal. The sds was removed from the patient anatomy along with the non-abbott guide wire. The procedure was completed without post-dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was unable to be confirmed. The investigation determined a conclusive cause for the reported difficult to remove cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.